Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon came apart by the string. She experienced cramps, chills, and an upset stomach. She consulted a virtual nurse. Her symptoms have resolved.